Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler while using on patient for suturing. New stapler was used to complete the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: corrected data:

Event description:
It was reported that "the hcp failed to fire the skin stapler while using on patient for suturing. New stapler was used to complete the procedure". No patient harm or injury. The patient status is reported as "fine".